Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported that the impella 5.5 implanted for cardiogenic shock. During 5.5 support it was reported that the patient had significant blood loss from jackson-pratt drain. Received 2 packed red blood cells, 2 fresh frozen plasma and 2 cryoprecipitate and heparin was stopped. Bleeding had subsided with stabilization of hemoglobin and hematocrit. Additionally, it was noted that the pump was weaned to p-2 with small collapsed left ventricle visualized on echocardiogram. Active upper gastrointestinal bleed was present. Blood was transfusing. The patient remained on support with a duration of 599.90 hours. Ultimately care was withdrawn and the patient expired.